Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the electronic instruction for use everolimus eluting coronary stent systems xience xpedition 48, ce (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo lesion in the left anterior descending (lad) artery. After lesion pre-dilatation, the 3.5x48mm xience xpedition drug eluting stent (des) was advanced to the lesion, and deployed. Post-dilatation was performed with a 3.5x15mm nc bdc, when a distal edge dissection was observed. A 2.75x48mm xpedition des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.